Event description:
It was reported that 9600 system c-arm intermittently will not boot completely. This has been happening for awhile and it usually happens at least once a week. System will work ok after reboot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The described failure could not be duplicated. However, the facility requested that we reload the software. Installed software and reloaded configuration files. The system was tested and found to be working as intended and placed back into service.